Manufacturer narrative:
Based on the information obtained regarding the device, kci found evidence that the device had a collapsed dome. There is no injury associated with this event. Kci is reporting this event found during servicing of the unit as a device malfunction that has the potential to result in injury if it were to recur.

Event description:
On 23-dec-2019, the following information was reported to kci by the home health agency: the activ.a.c.¿ therapy system allegedly had a power button with a collapsed dome. On 14-nov-2019, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications prior to patient placement. On (B)(6) 2019, the device was placed with the patient. On 10-jan-2020, kci quality engineering performed an evaluation of the device. Inspection of the device found the power button was collapsed.

Manufacturer narrative:
MDR- 3009897021-2020-00039 submitted on 22-jan-2020 reported the following: section g4 date received by manufacturer: 23-dec-2019. Section h10 additional manufacturer narrative: kci is reporting this event found during servicing of the unit as a device malfunction that has the potential to result in injury if it were to recur. Correction: section g4 date received by manufacturer: 10-jan-2020. Section h10 additional manufacturer narrative: kci is reporting this event as a device malfunction that has the potential to result in injury if it were to recur.